Event description:
Non-invasive bp cuff placed on pt arm-1st bp 275/115 @ 1047, 1050-bp 225/116, 1055- bp 275/117, 1102- bp 227/122, verified with manual bp also after bp at 1105 pt's hand v forearm disclosed- small petechial noted from hand to elbow -strong radial & brachial pulse- no lack of sensation 4/13/95. Arm color much improved.